Manufacturer narrative:
Complaints associated with console damage (cosmetic damage to the iabp body/cart) are related to damage to the console body or cart that is cosmetic in nature. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with cosmetic console damage, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre-use check of the cs300 intra-aortic balloon pump (iabp) unit, the castor wheels are wore off. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1(evnt site telephone, event site email), e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. Additional initial reporter: (B)(6). A getinge field service engineer (fse) onsite nuh replaced caster successfully and completed the repair. Test moving machine and lock and result passed. Perform machine functional tests and safety test passed. Return to user, machine working ok. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part qty: 2 with a reported unit failure of faulty wheels. The fat performed a visual inspection and found the parts to have damaged wheels with the rubber missing in some areas. Probable root cause is expected wear and tear.

Event description:
N/a.